Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the clips were deployed redundantly at the 1st firing outside the patient. As there was unexpected resistance in gripping the trigger, the device was fired outside the patient before using for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. As the device was fired for confirmation after the operation, the number of clips decreased.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The batch record was reviewed and no anomalies were noted during the manufacturing process.